Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), the pressure was out of range and the power cord also failed the test for ground resistance (890mohm). No patient was involved.

Manufacturer narrative:
There are no previous complaints on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters, and the ground resistance test had failed. The pump needed to be calibrated and the power filter component changed. The pump calibration and replacement of the component confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed the ground resistance test at 890ohms. The passing specification for the ground resistance test is <0.1 ohm. The pump was then shipped to intuvie and during testing the failure mode was confirmed, and the investigation determined that the cause of the failure was a faulty power filter. The issue will be resolved when the power filter is replaced. A review of the serial number history found no previous similar complaints associated with the device. Reference to complaint # (B)(4).